Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
The phacoemulsification function of this system stopped during a cataract extraction procedure. Handpiece calibration was unable to be performed.